Manufacturer narrative:
Results of lm investigation: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty old version power button was installed. Replacing the power button resolved the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation these non-reportable findings were found: the front panel mouth was cracked, the top cover and the front panel chassis is deformed, the rear panel and bottom panel are bent, there was corrosion inside air pump tubing, the software was an older version, a bad scope socket, and the olympus lamp life meter is reading at 450 hours. This investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a power button stuck in the on position. The issue was found during preparation for use for a diagnostic procedure. The procedure was postponed as there was no patient involved at this time. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.